Event description:
On november 9, 2006, a clinical incident involving a chondral pick 45 degree was reported to arthrocare corporation. During an arthroscopic procedure of the hip, the tip of the chondral pick was reported to have detached and remained in the patient. There is no plan to reoperate to remove the fragment. The patient is reported to be doing well.

Manufacturer narrative:
Section d.8 - the device is provided nonsterile, reusable device intended to be cleaned and sterilized before use. H.6 - the device was not returned for evaluation. No conclusion can be made.